Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, during a total laparoscopic hysterectomy, the needle disengaged from the device. The device fragment did fall into the patient's cavity but was retrieved. There was not a device fragment left in the patient.